Event description:
This is a report by a baxter (B)(4) from (B)(6) regarding (B)(6) male homechoice peritoneal dialysis patient. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. On (B)(6) 2010, the patient was treated with a loading dose of vancomycin 500 milligrams intraperitoneally (ip) and fortum 1 gram ip once daily. At time of reporting, the event of peritonitis was resolving, and the patient continued taking fortum. The root cause of the peritonitis was unknown. The nurse believed that the event of peritonitis was unrelated to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.